Manufacturer narrative:
Please note that this device is not distributed in the united states, but it belongs to the same class as the u.s. Distributed cypher sirolimus drug-eluting stent. The device is also not available for testing and evaluation. Additional information received will be submitted within 30 days upon receipt.

Event description:
The report received from the affiliate indicated that a 3.5x33mm cypher select + was implanted in proximal rca, and an immediate fracture was noticed. The lesion was 99mm in length. Three overlapping stents (2.75x33, 3x33, and 3.5x33) were placed in the lesion. Ivus was done after the initial stent placement and no anomalies were noted. There were no negative consequences to the patient. The fracture was not treated, and the status of the patient was reported as "normal." Additional details regarding the procedure are not available.